Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found an occlusion from either dried drug, blood or a foreign material.

Event description:
It was reported that a health care professional (hcp) was not able to get csf flow or dye through a catheter. The location of the catheter issue was unknown. The actions required as a result of the event included a replacement. It was noted that the catheter was not implanted. Diagnostics included a dye study was attempted but did not show on fluoroscopy. The product issue was resolved. The cause of the issue was not determined. After the hcp could not confirm csf flow from the catheter and a dye confirmation was attempted a new catheter was placed. At the time of report the patient¿s status was alive ¿ no injury. There were no patient symptoms associated with the event. The pump was used to infuse gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.